Manufacturer narrative:
Lot review: a review of lt# 3498074 (mfg date 7/2017) shows (B)(4) units were manufactured, tested, inspected and released citing no exception documents. Visual inspection: (B)(6) 2017 received five (5) new 034-ch2000s-pc spinning spiros connectors, lot # 3498074. Functional testing: each of the five new 034-ch2000s-pc spinning spiros were pressure leak tested and all returned sampled passed without leakage. Final analysis summary: the five new 034-ch2000s-pc spinning spiros returned for investigation of leakage were pressure leak tested and found to meet pressure leak expectations outlined in the product performance specification. ICU medical will monitor and trend.

Event description:
Complaint received for eight ch2000s-pc spinning spiros connectors; the initial information received reports the problem as follows: informed from various infusers which had a spiros placed in the distal end, the medication 5fu leaked. The medication drops appear inside the spiros casing, outside the endoluminal duct, and the exterior casing seems to crack. No adverse patient consequences reported.